Event description:
The customer contact reported the pt received more medication than intended. The primary line of the device was programmed to deliver an unspecified hydration fluid. The secondary line was programmed to deliver an unspecified concentration of cardizem, with a duration of 4 hours, and the deliveries were started. No further programming parameters were provided. After 30 mins, the nurse returned to the pt's room and noted the cardizem container was empty. There was a decrease in the pt's vital signs but "nothing that required medical intervention." The physician was notified and the pt was transferred to the cardiac intervention department for "monitoring purposes." The device was removed from the clinical setting. There was reported adverse pt sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.